Event description:
It was reported that the catheter had a pin hole in it, line was replaced.

Manufacturer narrative:
The complaint of a pinhole was confirmed, user related. A pinhole leak was detected at the 23 cm depth mark. A microscopic examination of the leak site revealed impressions and splits in the tubing that are consistent with hemostat damage. No other leaks were detected in the tubing. No defects related to the mfg process were noted on the complaint sample. The tubing also exhibited a break at the distal end of the pink connector and a cut in the tubing just distal to the cuff, which may have occurred at the time of removal. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edged atraumatic clamps or forceps." A chr of lot #resk0305 showed no other similar product complaint(s) from this lot number.